Manufacturer narrative:
(B)(4). Batch # t5dy8n. Concomitant medical products: reload lot #: t41124. Device analysis: the analysis results found that the ntlc55 device was received with the channel shroud partially detached from knob area and no cartridge was received. Further analysis shows that the lockout spring was detached and returned inside a plastic bag. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
T was reported that during an unknown procedure, in removing the charge after use, the same one opened completely losing the spring. Intervention completed with another device. Surgery was delayed by 5-minutes but completed successfully. No fragments were generated. There were no patient consequences.